Event description:
Pt indicated her whisperject orange button is stuck and she cannot use it to deliver the medication. After reviewing how to do the injection, it sounds like the pt had the right technique, and the pen was malfunctioning, advised the pt to reach out to the MFR for add'l teaching and a new pen.